Manufacturer narrative:
This device remains implanted (but out of service); therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned (the lead remains implanted but out of service) due to an unknown product performance issue. Another rv lead was successfully implanted. Besides intervention, no other adverse patient effects were reported.